Event description:
Pt underwent a gynecological procedure on 03/08/2006. During the procedure the tip of the morcellator blade broke off. The tip was retrieved from the pt.there were no adverse pt consequence.